Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller would not transmit to the heartmate touch. It was noted that the patient's data cable was potentially damaged. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the heartmate touch was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The controller did not pass the preliminary test due to not communicating with a test system monitor. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the test monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable of the returned controller was opened and inspection of the underlying wires revealed that the wire associated with the communication line was broken; this prevented the controller from communicating with the system monitor/heartmate touch. The controller event log file downloaded from the returned controller contained approximately 8 hours of data ((B)(6) 2023 from 8:40:41 to 16:27:53 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2023 at 16:27:16 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be the wire associated with communication being broken; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook, rev. D, section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.